Event description:
It was reported that a patient presented 3 weeks after an uneventful c-section with what appeared to be a wound infection. One end of the wound began to open and this gradually worsened despite "blue nurse dressing" and antibiotics. The entire wound eventually disrupted and the patient was brought back to the operating room for wound revision. When the wound was excised, the physician noted an intense granulation reaction around the suture. This spiralled through the rectus sheath following the suture and extended up to the skin surface, to the site of the wound breakdown.